Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The rv lead was removed due to noise. During explant, the lead conductors were exposed due to insulation damage.